Event description:
It was reported that device had not been calibrated correctly. Per reported the pump would have 10 percent remaining when the cassette was empty. Per reporter the patient received 10 percent more dose and would feel flushed. This is a continuous infusion. The medications involved was a remodulin 141ng/kg/min. Medical intervention was not provided. The patient did not have a backup device that they were able to switch to. The patient was able to successfully continue the infusion, which was life sustaining. The outcome of the event was resolved.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.